Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming when they care filling the tubing. Customer also states that the insulin is squirting out of the insulin pump and the drive support cap is loose. The blood glucose reading is 46 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).